Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), abdominal pain lower ("cramping") and loss of libido ("loss of libido"). The patient was treated with surgery (removal of essure device). Essure (ess205) was removed in 2009. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower and loss of libido outcome was unknown. The reporter considered abdominal pain lower, loss of libido, menorrhagia and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.